Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient was in the hospital being treated for an elevated blood glucose (bg) of 500mg/dl. The reporter stated that the patient was taken to the hospital that morning, but he could not provide details surrounding the bg excursion. Customer technical support reviewed the pump with the reporter and found no issues with the alarm history or the prime history. Troubleshooting could not be completed at the time of initial contact and the patient was unavailable. The reporter was advised to have the patient contact animas when she was available to complete troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The patient contacted animas to follow-up on 03/15/2014, and stated that when she got home from the hospital she noticed that when she had inserted the infusion set, she had not removed the needle guard. The patient stated that this was the reason for the bg excursion. The patient confirmed she was aware of how to correctly use and insert infusion sets and realized what she did incorrectly. The patient stated she would call back if additional assistance was needed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings:a review of the pump histories indicated that the last basal and last bolus deliveries occurred on 03/03/2014. There were no alarms related to the complaint observed in the alarm history; only typical usage was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.